Event description:
It was reported that during a prostate procedure, diminished tissue vaporization was observed while using two surgical fibers, the first after 17 minutes of use and the second after 3 minutes of use. It is unknown how the procedure was completed and there is no additional information available. There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to show of devitrification and was partially broken off, distal to the adhesive glue zone. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling, due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.